Event description:
A customer called to report a bent cannula, and also noticed blood in the cannula. On (B)(6) 2011, at 8:48am his pdm read "high" (>500mg/dl) blood glucose so "he entered in manually in pdm 500mg/dl" to give a bolus dose of insulin of 13.3 units. At 12:05pm, after eating 80 grams of carbohydrates and administering 19.45 units of insulin, his blood glucose still read "high." He re-checked this value using accucheck which read 546mg/dl. His pdm and accucheck were both reading above 500mg/dl all afternoon and then at 3:45pm he decided to deactivate the pod and manually inject 11.1 units of novolog insulin and a bolus dose of 30 units of lantus. The customer stated that he "rotates from thigh, and hip and abdomen and that he wore this particular pod on his left thigh. The customer threw the pod away and it will therefore not be returned for evaluation.

Manufacturer narrative:
The product was not returned for evaluation and we are, therefore, unable to determine any malfunction that would have caused or contributed to the customer's "high" blood glucose. A bent cannula would restrict insulin delivery and could lead to a "high" blood glucose, but we are unable to make this conclusion since the device was not returned. Omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted." And to check blood glucose levels "about 2 hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It further warns customers if they observe blood in the cannula to check blood glucose levels more frequently to ensure insulin delivery is not being affected. And if unexpected elevated blood glucose levels are experienced to change pods. It should be noted that the customer wore the same pod that was reading "high" for nearly 7 hours before deciding to change it which goes against what our user guide recommends as stated above. We are unable to review the lot qualification records since no lot number was provided.